Manufacturer narrative:
Concomitant medical products: product ID: 8703w ,lot# l52358, implanted: (B)(6) 1998, product type: catheter. Product ID: 8840, product type: programmer, physician. Other relevant device(s) are: product ID: 8840. Issued. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pump started beeping on approximately (B)(6) 2013, and that the patient¿s health care provider (hcp) ¿wants to remove it¿. The reporter noted their hcp did not want to replace the pump. The reporter stated their catheter was ¿almost fifteen years old¿, and noted being told by their hcp that the medication may not be going where it was supposed to be going. The reporter noted the hcp had not done any testing to determine if the catheter was working properly. The patient had a magnetic resonance imaging (MRI) study ¿several years ago, checking the area where she was receiving injections for her back pain¿. The reporter noted a return of symptoms. The patient had been working with their hcp to lower the dose the pump was delivering in order to get completely off the pump. It was also noted the patient has had pumps for the past ¿20 years¿ to help with neuropathy in their feet; blaming nerve damage from back surgery 20 years ago, they also noted having fibromyalgia. The reporter stated that their pain from these conditions had been much worse since they have been cutting back the pump medications. The patient was taking oral methadone and they were increasing the dose, but it did not help. It was noted the patient fell in (B)(6) and broke their nose, and the reporter thought they fell because they were not lifting their legs because of the medication marcain. The reporter was redirected to the patient's hcp. The pump system was being used to deliver clonidine, marcaine, and morphine. Additional information has been requested, but was not available as of the date of this report. On (B)(6) 2014 information was received from a patient indicating that the pump was not really putting any medication in them anymore because the battery was dying; that it had been dying since december. They took the medication out and just put water or diluted medication in the pump, though they did not know the date this occurred. The pump was reportedly beeping, and the beeping began in (B)(6). The patient stated they were in a lot of pain and they were not given oral medication. Prior medications infused were noted to have been clonidine, bupivacaine, and morphine. Additional information was received from a consumer (con). It was reported that the patient's battery for her pump had died. The pump was put in 2007, then died after 7 years, which was actually 5 years ago. The patient wanted her pump taken out, but her healthcare professional (hcp) would not take it out unless they take the tubing out with it. The patient was thinking because the tubing had been in for 20 years it would "probably have scar tissue" around it. The patient only had a primary care doctor since the pump was no longer functioning, who did not know anything about the pump. The patient was given listings of local pump physicians. The patient reported that it was "rough" because she had to go through withdrawals "to get off it". The patient stated that she took oral methadone and was told she should get off of the oral medications as well. The patient did not know the exact date of the withdrawals but stated "but after they put, you know, put the drug, I mean, I think, I don't remember actually if I have it down or not, I have problems with memory too". The patient reported these "problems with memory" were caused from "years of taking medication , due to age, or due to a combination of both. The patient had chronic nerve pain and that was why she had the pump. The patient reported prior to her implantable infusion pump implant, she had a total laminectomy in 1991 and it damaged her nerves that go to her feet, so she had chronic pain all the time in her feet. The patient had plates and screws taken out of her back a few years later and stated that the screws were hitting her nerves and stuff. It was confirmed that all of these problems were prior to the patient ever getting an implant from the manufacturer. The patient had morphine and "2 or 2 other drugs" previously. No further complications were expected or anticipated.